Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer¿s blood glucose level was not impacted. Reportedly, the pump was reset and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.